Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not confirmed. During testing, the device did not alarm -cassette locked but not latched. Unlock and reattach cassette-. The device passed all functional tests. However, due to alarm -cassette locked but not latched- message found in history, latch lock flex sensor was replaced as preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device was alarming -cassette locked but not latched. Unlock and reattach cassette- when placed on set and running. No patient injury was reported.

Event description:
It was reported the device was alarming -cassette locked but not latched. Unlock and reattach cassette- when placed on set and running. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not confirmed. During testing, the device did not alarm -cassette locked but not latched. Unlock and reattach cassette-. The device passed all functional tests. However, due to alarm -cassette locked but not latched- message found in history, latch lock flex sensor was replaced as preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.